Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to verify "unit in for damaged pigtail". Service technician then replaced power flex circuit to correct the burned pin# 2 of lemo connector jp4 of power flex circuit. Ventilator passed in-house testing and was sent back to the customer.

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a damaged pigtail. There was no report of patient involvement.